Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin squirts during priming and also had motor error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No excessive no delivery/occlusion alarm. No motor error alarm noted. Motor passed motor test. No unexpected low battery alarm anomalies noted. Device received with broken battery tube threads. (B)(4).